Event description:
It was reported to the project specialist on 3/29/00 that the plastic fork end-cap from a 7-year old surgical lighthead shattered when the two lightheads on the dual system hit together during a cardiac case. Fragments of the cap reportedly fell into the surgical site. Debris was removed from the field with pump lines and the pts skin was prepped with betadine and alcohol. The chest cavity was irrigated with bacitracin/neomycin and the field covered with new towels. No adverse effects resulting from the event have been reported. The facility reportedly attempted to contact an alm sales representative at the time of the incident, but the message was never received. Project specialist was made aware of the incident while at the facility on another matter. Alm's sr technicial specialist coordinated with the facility to order replacement rubber fork end-caps for all of their installed alm surgical lights.